Event description:
During an emergency call (cardio-pulmonary arrest) pt was unable to be defibrillated due to the life-pack 10 not completely charging. Then, technician switched to another battery and the device wouldn't charge. Back-up unit requested-pt was asytolic and advanced cardiac life support protocols were followed. Pt was eventually back in shockable rhythm and was defibrillated with back-up machinery.